Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was sometimes unresponsive. Customer's blood glucose was not impacted. The customer declined troubleshooting and reported that the pump would always eventually respond.